Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6) product type lead product ID b3300542m lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 24-mar-2024, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(6), ubd: 17-mar-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance on plot 11 to 8 on the left lead. Reprogramming was performed. The issue was ongoing. Additional information was received reporting that device interrogation on 2022-oct-22 showed there was high impedance (between 4000 and 5000) on plot 1 and 9 on each side. No actions were taken. Additional information was received: it was reported that the issue was unresolved with no further action planned.